Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder scope on (B)(6) 2021, it was observed that the camera head ac - c-mount device had a short in it. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the camera head ac - c-mount had an electrical short , was confirmed. It was further found that the camera displayed the video intermittently and also that the device had physical damage (scratched / nicked). The device was however deemed non-repairable and was placed into long-term hold. The physical damage to the device is most likely a result of user mishandling of the device. However given the information provided, a root cause of the reported complaint cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.